Event description:
It was reported to boston scientific corporation that a lithoclast ultra ultrasound probe was found to be bent inside the package. The packaging itself was intact and undamaged. There was no procedure or patient involvement associated with this event.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.